Event description:
Customer reports 1 incident of a blood leak on reuse #7 at the onset of pt treatment. Noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 100 - 150 cc's. Treatment was continued with a new dialyzer and new bloodliness without incident. No pt injury or medical intervention reported.